Event description:
It was reported that before use, the scale print on the syringe 1ml ls 25ga 5/8in tb ptk was found to be improperly calibrated. This occurred with 1443 separate syringes, but the dates of when they were discovered with the defect are unknown. The following information was provided by the initial reporter, translated from spanish to english: there are a total of 1443 units of tuberculin syringes for change lot: 8318666, ref: 302579 in the quarantine of the general store due to the novelty presented in the mixing center with the calibration of these syringes on the scale of measurement.

Manufacturer narrative:
H.6. Investigation: ten samples and photo received for investigation. Samples were evaluated for volumetric accuracy and markings of the scale. The samples show a slight variation in the position of the zero line, however, volumetric precision tests were performed, which were compliant. This test ensures that the volumes dosed by the syringes comply. After the documentary review, records of quality notifications that could cause the reported defect were not found. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, the scale print on the syringe 1ml ls 25ga 5/8in tb ptk was found to be improperly calibrated. This occurred with 1443 separate syringes, but the dates of when they were discovered with the defect are unknown. The following information was provided by the initial reporter, translated from spanish to english: there are a total of 1443 units of tuberculin syringes for change lot: 8318666 ref: 302579 in the quarantine of the general store due to the novelty presented in the mixing center with the calibration of these syringes on the scale of measurement.